Event description:
A meter to hosp comparison test resulted with the surestep meter reading 106 mg/dl and the hosp meter reading 120 mg/dl. Tests were done simultaneously and no symptoms were reported.